Event description:
Device 1 of 4. Refer to manufacturer report#s 1627487-2010-02141, 1627487-2010-02140, and 1627487-2010-02142. The patient received his scs system on (B)(6) 2008, including 3 leads, a dual extension and an ipg. It was reported on (B)(6) 2008 that the patient fell and 3-4 days later lost stimulation. The patient was sent for x-rays. On (B)(6) 2008, the leads and extensions were explanted and replaced. Follow up on the patient found that no further issues have been reported. The products were not returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Device 1 of 4. Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion- the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.